Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of therapy. To address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was established post operatively .